Event description:
The patient had a mediport that was found to be infected and the port was removed. However, as the surgeon was trying to remove the mediport tubing, the tubing was stuck to a vessel and it fractured leaving a portion of the tubing in place.